Event description:
In an article entitled impingement of left main ostium after device occlusion of paravalvular leak post-transcatheter aortic valve replacement, it was noted that approximately 2 months post tavr, the patient developed heart failure. Echo demonstrated severe pvl, which was repaired with a vascular plug.

Manufacturer narrative:
Per the instructions for use, paravalvular leak (pvl) is a potential adverse event associated with bioprosthetic heart valves and the tavr procedure. The mechanism behind worsening or late pvl is not well understood but may be related to cardiac remodeling. In this case, the exact cause of the worsening pvl is not known as details such a patient anatomy and medical history were not reported in the article; however it is possible that cardiac remodeling may have contributed to the event. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required.